Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: cs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7058103.

Event description:
It was reported that following an implantable pulse generator (ipg) upgrade, the patient's incision sites had been draining fluid and were painful. Infection was suspected. The patient underwent spinal cord stimulator (scs) explant procedure and antibiotics were prescribed. All explanted device components were discarded and will not be returned.